Event description:
A lifecor pt services rep (psr) contacted lifecor customer support to report that a monitor was successfully programmed with one battery pack, but the second battery pack would not go all the way into the monitor. He stated that the battery pack was only going into the monitor about ? Of the way. He forced the battery pack into the monitor. The monitor would make a peculiar sound when either battery pack was inserted and neither battery pack would power up the monitor. Psr visually inspected the monitor and stated that there looked to be a pin crooked in it.

Manufacturer narrative:
Device MFR date. Monitor 2007. Battery packs 2007. Device evaluation summary: device evaluations of monitor, battery packs have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and the restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs were functional despite case damage. They were repaired and retested. Then they were restocked. The damage connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The pt received a replacement monitor and two replacement battery packs.